Manufacturer narrative:
This product is registered as a combination product. A partial lead was returned measuring 9.0 cm. For patient death. Visual examination found no anomalies other than procedural damage. No conductor fractures or internal shorts were found. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-05234, 2017865-2020-05235, 2017865-2020-05237. It was reported that the patient has deceased. There was no allegation from a healthcare professional that the death was related to the biventricular pacemaker system. The cause of death was unknown.